Manufacturer narrative:
Siemens healthcare diagnostics has identified an issue with ctni results when using the stratus cs ctni acute care testpak. It appears this complaint is related to this issue. Siemens has issued an urgent medical device correction (poc 19-014 a.us) to inform customers of these issues.

Event description:
The customer reported a false positive troponin result run on the stratus cs analyzer. There was no report of injury due to this event.